Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number up(B)(6). At 5:50 pm, the meter result was 5.3 inr. At 5:58 pm, the meter result was 4.5 inr. At 6:00 pm, the meter result was 6.0 inr. Customer's therapeutic range is 2.5-3.5 inr. The customer tests every week.

Manufacturer narrative:
E3-occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text.